Event description:
It was reported that a patient underwent a lumbar disc surgery on (B)(6), 2014. During the procedure, one screw slipped and was replaced to complete the surgery successfully. No impact was reported to the patient. The patient¿s current status is reportedly "overall ok".

Manufacturer narrative:
Product analysis macroscopic and optical examination revealed thread crest and flank damage at the leading portion of the thread, preventing further engagement. Localized damage consistent with removal is noted. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.